Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported to field assurance and ms&s, that she is a nurse and has had 3 hickman catheters placed on the left side for tpn. Patient stated she had a 1.6 mm single lumen hickman catheter inserted on (B)(6) 2017; left chest. The catheter worked well at first, but then on day two the catheter would only flush; no blood return. Cathflo was attempted three times and has not been successful. As of (B)(6) 2017, patient is now experiencing pain in the neck area. Pain worsens with flushing; heparin and tpn. Product code and lot number are unknown. Advised the patient to contact her physician regarding a dye study to have the pain in her neck evaluated.